Event description:
It was reported that the customer saw air bubbles and the customer's blood glucose was running high. Customer's blood glucose was 287 mg/dl. Troubleshooting was declined. It was stated the previous night, customer's blood glucose went down to 60 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.